Event description:
It was reported that during the surgical procedure the cable of the permanent cautery hook instrument broke. No further details were provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
H6: the instrument was returned and evaluated. Per the customer reported complaint, engineering eval observed that the instrument conductor wire was broken at the wrist near the distal idler pulley. Burn marks were also found on the proximal clevis, distal clevis, and yaw pulley. This discovery has led engineering to conclude that the instrument may have arced during a previous surgical procedure.